Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient had not used his spinal cord stimulator (scs) for over a year. The scs was not helping. The issue started to occur in 2014. It was noted that an orthopedist ordered an MRI of the patient's knees, and the procedure was not due to a problem with the device or therapy. On (B)(6) 2016 the health care professional (hcp) mentioned that the patient had stated that their implantable neurostimulator (ins) was not functioning. The MRI tech did not have any event information, stated that the MRI was not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.